Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker did not issue backup pacing following loss of capture during a commanded autocapture threshold test. Over two seconds of noncapture was noted and the patient became symptomatic. A technical service consultant was contacted and upon further review noted that it was a manual test that had been performed. The device remains implanted.